Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date in h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Answer to question 2 of the decision tree was answered as ¿yes¿ in order to generate the MDR for submission. However, the information received by adc does not indicate the user has received medical intervention to prevent the possibility of permanent impairment of a body function or permanent damage to a body structure, and there has been no evidence that such damage or impairment is likely to occur with this issue. The details of the complaint do not meet reportability criteria for the country reported or any applicable competent authority, however, it will be submitted to FDA as the complaint was received via medwatch report. This is a 2 of 2 MDR submission.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "the reporter stated that they used two sensors, both of which stopped working after three days. Additionally, the reporter mentioned that the second sensor frequently issued alarms indicating high glucose levels. However upon checking, they found that their actual glucose levels were lower than what the sensor was reporting." Adc customer service attempted to contact the reporter three times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.